Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above specification limitations during a volumetric accuracy test. Test piston foam was installed into the device, but the device still failed volumetric accuracy testing. The door was disassembled which revealed that the copper mesh pad in the vsx cups was out of alignment. The cause of the failed rite test was determined to be the improper positioning of the copper mesh pad. Both the pad and the piston foam were scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.